Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-10-07, (B)(4) (con): additional information received from a consumer restated the patient had a feeling of electricity running through them. It was also noted they had twitching and jerking. The patient went to the ER and they gave them ativan intravenously, but then the patient was out of it. It happened more than one time, but had been happening more often now. It was stated the caller had to give the patient lorazepam, and they were always under the influence of when they had to give it to the patient. It did stop that, but then the patient would be out of it for a whole day. The caller tried turning off the ins, and it helped with the above symptoms initially, but then they seemed to come back. The patient did not like having the ins off, because then they could not move. However, when the ins was off, the feeling of electricity went away. It was noted the healthcare provider (hcp) and manufacturing representative (rep) could not figure it out. It was noted the patient had a fall on thursday, and the caller indicated it could be related to the issue.

Manufacturer narrative:
Concomitant medical products: product ID 37602 serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2019 product type implantable neurostimulator product ID 37612 serial# (B)(4) implanted: (B)(6)2019 product type implantable neurostimulator.

Event description:
Additional information was received stating the patient was getting a shocking sensation when recharging. The sensation was positional and also when recharging at times. The healthcare professional (hcp) had done extensive testing, programming adjustments, and thought the issue was under control. The patient kept a diary and was prescribed ativan to take prn. The issue was not resolved.

Manufacturer narrative:
Event date approximate. Event date was omitted from previous report in error. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information provided.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs (deep brain stimulation) therapy indications. It was reported that the patient feels like electricity going through them. It happened most often when charging the ins but also when they aren't charging. When asked about when the issue started, they said it was before the ins was replaced and was still going on. The caller was redirected to follow-up with a healthcare provider (hcp) to have the device checked. No further complications were reported or anticipated with this event. Refer to manufacturer reports 3004209178-2019-15595 and 3004209178-2019-15597 for details pertaining to the related reportable event.